Event description:
On (B)(6) 2024 the deep brain stimulation patient underwent a revision procedure with dr. (B)(6) at hosp. (B)(6) in (B)(6), spain. During the procedure, the physician replaced the medtronic ipg with a (B)(6) device due to battery depletion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).